Manufacturer narrative:
The unit had a constant failed battery test alarm due to a corroded battery cap contact. The unit was tested with a new battery cap and no failed battery test alarm was found afterwards. All of the operating currents were within specification. No unexpected low battery or off no power alarms were found. The unit passed the displacement test, rewind, and basic occlusion test. The unit was stuck in the motor error alarm loop during bolus delivery. The functional test including the occlusion test, prime, and excessive no delivery alarm test could not be completed due to a motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 1000 mg/dl at the time of incident. The customer's symptom included not being coherent and vomiting. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. The customer was treated with an insulin injection. The customer was sent a replacement device.